Event description:
It was reported by service report that the nurse call battery was low on the footboard display. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Nurse call battery.